Event description:
Pt reported at 6 months post-op that he had been having intermittent pain x3 months - this had become significant (after he had increased activity), no evidence of infection or loosening at that time. Pt returned 1 month later, pain was not subsiding and aspiration arthrogram was performed, approximately aspirate grew staph aureus. Pt was scheduled for girdlestone procedure with re-implantation to follow in 2-3 months.

Manufacturer narrative:
Evaluation summary: it is unlikely the device contributed to the reported infection. The exact cause of the infection can not be determined with certainty at this time. According to the per the pt's pain increased as pt activity increased but the actual activities were not described. Pt activity and/or possible malpositioned components may have contributed to the reported pain due to the fact the pain was reported within 3 months of the initial surgery. However, the exact cause of the pain can not be determined with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened, zimmer considers the investigation closed.